Manufacturer narrative:
Batch review performed on 16-09-2025: lot 2113641: (B)(4) items manufactured and released on 16-03-2022 expiration date: 2027-02-27. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Conclusion: based on the information available no definitive root cause can be established, while there is no indication that any potential issue with the device may have caused or contributed to the event, and the device history record review does not indicate any potential manufacturing related issue.

Event description:
At about two weeks from primary, the patient came in reporting pain originating after hearing a pop while rising from a seated position. The surgeon diagnosed a fracture when looking at the x-rays. Stem and head revised with competitor products. The surgery was completed successfully.